Manufacturer narrative:
This is 2 of 2 reports for this event. The device remains implanted in the patient.

Event description:
It was reported that post balloon angioplasty to treat an acute ischemic stroke occlusion of the left middle cerebral artery (mca), an acute occlusion occurred. A stent (subject device) was deployed in the left mca to secure patency; however, an angiography revealed in-stent thrombosis. Post dilatation was performed and the in-stent thrombosis was resolved. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, thrombosis is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that post balloon angioplasty to treat an acute ischemic stroke occlusion of the left middle cerebral artery (mca), an acute occlusion occurred. A stent (subject device) was deployed in the left mca to secure patency; however, an angiography revealed in-stent thrombosis. Post dilatation was performed and the in-stent thrombosis was resolved. No further information is available.